Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were told to just adjust the remote device. There had been no significant change and they continued to urinate without warning while they were relaxing on a lounger or in bed.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the patient has been having issues managing their therapy. Patient rep stated the patients' ins was initially working too well, and the patient was struggling from bladder retention. The caller stated that when the patient went to their urologist, they inserted a catheter and a lot of urine flowed out. They then decreased their therapy, but then the patient had frequent runs to the bathroom, about as bad as before implant. The patient has since increased their stimulation and are monitoring their symptoms. Agent reviewed stimulation expectations with the caller. The patient was redirected to their healthcare provider to further address the issue. Patient rep declined education; patient rep stated that they are well versed in making stimulation adjustments.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.